Event description:
Follow up information received reported that the cause of the event was unknown. Patient symptoms of ¿slowness¿ were noted. It was reported that the implantable neurostimulator (ins) had depleted battery and it was changed. Hospitalization was not required for the event and no patient injuries were reported. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's device read end of service (eos) on the day or report. It was stated that the patient was unable to adjust their stimulation and before radiation therapy started (date unknown) the device was reading estimated replacement indicator (eri). Reportedly, the device was implanted in (B)(6) 2012. The patient had an appointment with their healthcare provider (hcp) scheduled for the day of report. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v373400, implanted: (b)(^) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).